Manufacturer narrative:
The ventilator was investigated on site and no fault was found. No part was replaced. Evaluation of the received device logs show matching event on the reported event day. Between 11:42 and 11:53, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms are traced to interaction with several parts within the air gas module, where concluded that the nozzle unit has a contributing effect to this behaviors.

Event description:
Manufacturer ref.: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating. There was no patient harm. (B)(4).